Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding an event which occurred post a clinical study (study ID: (B)(6)) l2-l5 direct decompression (bony)/osteotomy, l5-s1 interbody fusion, t10-s1 pedicle screw placement in a patient (patient ID: (B)(6)). Patient medical history: chronic back pain, coronary artery disease, dyslipidemia, hypertension, multiple sclerosis, scoliosis, spinal stenosis and uterine fibroids. It was reported that on 12 month eos xray (B)(6) 2025. Eos report (B)(6) there was an internal development of bilateral t10 screw fracture, anterior listhesis of t9 ¿t10, and progressive degenerative endplate changes including loss of disc space height with mild downslope anterior + superior t10. MRI & CT ordered to further assess. MRI (B)(6) 2026 notes severe disc interspace narrowing with a large left foraminal disc extrusion + 2 cm superior migration. Left sided synovial cyst also noted contributing to severe spinal canal narrowing and left-sided neural foraminal stenosis. CT (B)(6) also significant for severe t9-10-disc space narrowing including disc extrusion + superior migration. (B)(6) follow up appointment notes right sided dorsiflexion decreased from 2/5 to 1/5 strength. It is recommended to do surgical extension to t4 with t9-t10 discectomy, no procedure currently booked/ planned as of (B)(6). As per site and sponsor assessment, event is related to study device and not to the study procedure. There was no patient involvement/symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
B5: event details updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Long description: interval development of fracture involving t10 screws as per site related assessment, event is possibly related to study procedure.